Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed several episodes of noise on the right ventricular lead, which inhibited pacing. The patient would be scheduled for a clinic visit and continue to be monitored. Patient condition could not be obtained.